Event description:
On 15th october 2025, it was reported by an arthrex employee via email that for an ar-3671, fibertak® biceps implant, the implant was faulty and came out of the bone. This was detected during use in a biceps tenodesis procedure on (B)(6) 2025. The procedure was completed successfully as another fibertak biceps implant was opened which worked.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation and incorrect surgical technique, as outlined in the directions for use (dfu), precautions, section 6. Directions for use dfu-0054-eo revision 7 bio-fastak, fastak, suturetak, and fibertak suture anchors. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The complaint allegation was not confirmed. No evidence of that failure was received.